Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was cut and only the distal part was returned. It was also noticed that the exit marker was bunched-up. Functional analysis could not be performed due to the returned condition of the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. According to the complainant, after the procedure, the catheter was cut at the tip and the exit marker was noted to have bunched up and deformed. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. According to the complainant, after the procedure, the catheter was cut at the tip and the exit marker was noted to have bunched up and deformed. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.